Event description:
Pt called alleging that the control solution falls out of range. Pt contacted md for advice and md increased pt's medication. No information on what type or how much md increased pt's medication to. Check strip passed and meter is set to the correct code number. Control solution and test strips are not expired. Customer service had pt do a control test twice and it failed both times. Based on the information provided, medical affairs is reporting this case as a product malfunction.